Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. However, a review made by the quality engineering team revealed that the segmentation was evaluated and found to be within visionaire standards. The clinical/medical investigation concluded that, based on the limited information provided, no clinical factors can be definitively concluded to have contributed to the reported event and a user technique cannot be ruled out. The patient impact included the reported ill-fitted patient matched guides and additional femoral and tibial cuts along with the greater than 30-minute surgical delay. Although a post-operative restorative phase would be anticipated, further impact could not be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, this failure mode will be monitored for future complaints for any necessary corrective actions. As this is an unique batch device, a review of the complaint history for the batch number is not applicable. A review of the instructions for use documents for visionaire¿ patient matched instrumentation revealed that if the patient matched cutting block does not perform as intended, use the standard smith & nephew instrumentation to complete the surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, a verification of part size, implant type, hand and recut type must be performed. Also, part configuration shall be compared to print. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used and/or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, the femoral and the tibial guides from one (1) vis adpt guide lgnp kit, did not fit well on the patient. The surgeon tried to place the guides the best he could determine, and made the cuts using them. However, the surgeon had to recut both the femur and tibia due to alignment issues. The procedure was resumed after a delay greater than 30 minutes. No further complications were reported.